Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in needle would not retract. The following information was provided by the initial reporter: needle not retracting. Per complaint details received: a 20g IV was being started in right hand. Blood return gotten and was unable to thread catheter. Went to remove cath and hit the button to retract the needle and it did not work. Attempted again to thread the cath but was unsuccesful. Had to pull put needle which was still attached to cath.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. Medwatch report # mw5102553. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in needle would not retract. The following information was provided by the initial reporter: needle not retracting. Per complaint details received: a 20g IV was being started in right hand. Blood return gotten and was unable to thread catheter. Went to remove cath and hit the button to retract the needle and it did not work. Attempted again to thread the cath but was unsuccessful. Had to pull put needle which was still attached to cath.